Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itching rash on back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised a two-week removal of lifevest for the skin irritation. Patient reported using a benadryl cream and spray. Follow up indicated that the patients skin irritation improved.